Event description:
The patient was diagnosed with degenerative disc disease due to lumbar neuritis and underwent a total disc replacement at l5-s1 with prodisc-l on (B)(6) 2014. When the surgeon was inserting the prodisc-l poly insert, it would not fully seat/lock into the inferior end plate when using the applicable inserter and inlay pusher instrument. The surgeon tried several times and described that the pusher seemed to not match up with the poly and would skive off or the pusher would not seat all the way down the inserter. The poly was seventy five percent of the way into the end plate but after several attempts, the surgeon said the poly insert just would not lock in as it should. The surgeon was able to remove the poly, and after inspection determined it should be replaced. Another poly insert was opened, and another attempt to seat this new poly into the end plate was made. However, the same issue occurred and it would not lock properly into the end plate when using the pusher. The surgeon then had to remove the poly, the inferior end plate, and the superior end plate. The surgeon was able to lock the poly insert into the inferior end plate by hand outside the patient. The surgeon then inserted the pdl implant en bloc (inferior end plate, superior end plate, and poly insert) using the inserter into the patient without any problem. X-rays confirmed ideal placement both on the lateral and ap images. Surgeon was satisfied with final placement. The problems with the poly inserts and/or the inserter and/or the pusher delayed the surgery approximately 5 minutes. The surgeon did not feel there was any direct harm to the patient, and was pleased with the final result. Patient is doing fine. This is 4 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.